Manufacturer narrative:
Device (B)(4) related to component (B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a stenting treatment procedure the suture broke off in the patient's kidney. The stent was not set. The flexima (B)(4) w/glidex was deployed inside the patient. No harm to the patient. No patient complications were reported and the patient's status is listed as fine.